Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to the patient no longer needing the system. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (14f glidelight laser sheath, 9f tightrail rotating dilator sheath, 13f tightrail) were used, alternating between the ra and rv leads to attempt advancement in the vasculature. Despite efforts, progress stalled due to significant lead on lead binding, and as a result, adequate traction could not be maintained on either lead. Concerned with the potential of injury to the patient, the extraction procedure was aborted. Attempts were made to unlock the lld ezs from the leads, but were unsuccessful. The rv lead/lld ez (MDR #3007284006-2024-00159) and ra lead/lld ez (MDR # .) Were cut and capped, and remained in the patient. The patient survived the procedure, and will be referred elsewhere at a later date, to have the lead extraction performed. This report captures the lld ez within the ra lead, which was cut and capped and remained in the patient.

Manufacturer narrative:
A portion of the lld was discarded, and a portion remained in the patient, thus no product investigation could be completed. Lld cut and cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.